Event description:
On (B)(6) 2025, a patient's mother reported that the patient had a hypoglycemic event with seizure requiring ems and hospitalization. The reporter also stated the patient inadvertently announced a more than usual dinner meal at approximately 1 am for a snack prior to the low event. The patient was treated with 50 cc's of dextrose and juice, bringing their bgs back into range. The patient was hospitalized for 2 days with discharge on (B)(6) 2025.

Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review showed the ilet was performing to specification including alerting the patient of low glucose. The logs also confirm the more than usual dinner meal announced at approximately 1 am just prior to the low bg event. This sized meal announced by the user contributed to this low event. Should additional, relevant information become available, a supplemental report will be submitted.